Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call power system error alarm on their insulin pump. Customer's blood glucose level was 8.9 mmol/l. Troubleshooting for the power system error was performed. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer advised that they took the battery out for less than 10 minutes and received power system error alarm. Customer advised after waiting for 1 hour they replaced the battery and once again received power system error alarm. Customer was advised to monitor the insulin pump and call back if the issue reoccurs in the next 4 hours. Customer advised the serial number is off the pump. Customer was advised the device needs to be replaced since the serial number is rubbed off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was returned for power error 25. The power management tool confirmed the pump error 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. The detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with a fading serial number label. The pump was received with minor scratches on the lcd window and case.